Event description:
Initial reporter indicated that a vns patient had passed away. Patient's treating physician indicated that the relationship between the vns therapy device and the cause of death is unknown. Patient was seen by physician in 2006. At this time, the device was checked and "all systems were ok." According to the funeral home, the vns therapy was buried with the patient. Attempts to obtain additional information regarding the death have been unsuccessful.

Manufacturer narrative:
Death occurred but is not suspected to be related to vns therapy.